Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a separation of IV tubing from the drip chamber during an gemcitabine infusion. While there was no patient harm the chemo made contact with the nurse's eye. She was evaluated by employee health and no intervention was required.